Event description:
Product returned by rep. With oos report indicating explant and replacement due to infection and erosion. Also removed were: polyrox 60 bp, MDR 1028232-2007-00515, elox 53 bp, MDR 1028232-2007-00516.